Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. All impedance trends appear stable. No noise, oversensing, or patient alerts are identified.

Event description:
It was reported there were 7 ventricular sensing episodes and the patient was critical in the intensive care unit and a do not resuscitate. There was no capture at 6v and 1.0ms and r waves measure less than 1mv. It was also reported "there appears to be no sensing going on and pacing is also not occurring." It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported there were 7 ventricular sensing episodes and the patient was critical in the intensive care unit and a do not resuscitate. There was no capture at 6v and 1.0ms and r waves measure less than 1mv. It was also reported "there appears to be no sensing going on and pacing is also not occurring." It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. Follow up revealed patient admitted to ICU on (B)(6)2010 for cardiogenic shock. Had altered mental status and confusion. On (B)(6)2010, suffered a ventricular fibrillation arrest and was not successfully resuscitated. Cause of death was reported as congestive heart failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.